Event description:
Additional information was received regarding the explant procedure stating that testing with high and low voltage shocks resulted in ruining the existing leads. Therefore, the physician elected to implant a single chamber device.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found damage which was the result of the explant procedure. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that one day post implant this lead was exhibiting decreased impedance and sensing measurements with no capture despite maximum device outputs due to lead dislodgement. A revision procedure was performed. However, a stylet could not be advanced into the lead due to a kink in the lead body. Therefore, the lead was explanted and replaced without further incident. No adverse patient effects were reported.